Manufacturer narrative:
(B)(4). Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. In this case, the reported event was not confirmed. The device was not returned for evaluation. However, it is likely that patient related factors contributed to this event. There is no indication or allegation of a product malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a bioprosthetic aortic valve, implanted approximately for three (3) years and nine (9) months, was explanted due to aortic stenosis and severe perivalvular leak with valve dehiscence. Findings at surgery note that the aortic root was a little enlarged but was of good quality. The aortic bioprosthesis was dehisced in about 2/3 its diameter. Overall, the patient's tissue quality was good. The explanted device was replaced with another edwards bioprosthetic valve. The patient remained stable off pump and was given protamine, which was tolerated well and was decannulated. He was transferred to the cticu in stable and satisfactory condition. The patient was discharged home in stable condition on pod #6. Per pathology, a gross examination of the valve and annular tissue demonstrated fibrous tissue and calcification.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Evaluation summary: the report of "stenosis and severe perivalvular leak with valve dehiscence" could not be confirmed through visual observations. Report of fibrous tissue was confirmed due to observed host tissue. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3 mm on leaflet 3 at the inflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspect. X-ray demonstrated calcification nodules near leaflet 1, however appeared to be located on the host tissue. The wireform was observed to remain intact. The outflow aspect of leaflet 3 had an indentation near the wireform that measured approximately 3 mm in diameter, and caused the tissue to appear transparent-like. Multiple pledgets and cor-knots remained attached around the sewing ring. The indentation was not observed to come in contact with the suture tails when the leaflet was probed to the open position. The wireform was exposed on commissures 1 and 3. The valve is being sent for further analysis. A supplemental report will be submitted with findings once completed.

Manufacturer narrative:
The reported perivalvular leak related to the ¿severe perivalvular leak with valve dehiscence¿ could not be assessed or confirmed by in vitro evaluation. An observational evaluation was performed on the returned valve. There are 4 pieces white host fibrous (pannus) tissue, presumably removed from the valve during the explant, returned in the same jar with the valve. There are 13 cor-knots still attached to the outflow side of the sewing ring and similar number of pledget identified on the inflow side of the sewing ring. Most of the pledgets were covered by pannus tissue. The tip of commissure 1 was covered by a thick layer of pannus tissue. Several thin spots were observed on the cusp area of leaflet 2. There is no evidence of suture abrasion which can be associated with the use of cor-knot in aortic valve replacement. The thin spots appear to be resulted from some kind of tissue degeneration that requires histopathology to confirm. The overall host pannus growth on outflow side of the leaflets is mild as received. The host pannus tissue growth appears more intense on the inflow side of the valve. The leaflets appear to be noticeably stiffer when probed with fingers. Although pannus growth on the leaflets can result in an increase in tissue stiffness, the increase in leaflet stiffness in this particular valve may be exaggerated by exposure and subsequent storage in formalin. Radiography demonstrated that several small calcification nodules primarily on two pieces of the returned host pannus tissue and on the host tissue/pledgets on leaflet 1 segment. No calcification is evident on any of the bioprosthetic leaflets. These findings suggest one of the leaflets (leaflet 2) appear to be on the early stage of non-calcific degeneration. The nature and severity of the reported aortic stenosis could not be confirmed at this time. It seems that the primary reason for this explant was related to the reported ¿severe perivalvular leak with valve dehiscence.¿